Manufacturer narrative:
Bd received a q-syte unit from lot 8178559 for evaluation. Our quality engineer visually inspected the returned unit and observed a tear along the slit and top disk. There was no damage to the column wall or bottom disk. Based off of the visual inspection the engineer was able to verify the reported defect of damaged septum. However, since the unit was not returned in its original packaging the engineer was unable to determine the probable root cause for this defect. DHR performed: 8137786: a total of (B)(4) units were manufactured on qfa line 3 starting on 24may18 through 26may18. A potentially related (B)(4) septum damaged) was initiated during production. Disposition, root cause and corrective actions were applied per control plan. 8142519: a total of (B)(4) units were manufactured on qfa line 3 starting on 29may18 through 31may18. A potentially related (B)(4) bond strength oos) was initiated during production. Disposition, root cause and corrective actions were applied per control plan. 8152559: a total of (B)(4) units were manufactured on qfa line 3 starting on 4jun18 through 6jun18. No quality notification were initiated.

Event description:
It was reported that the bd q-syte¿ luer access split septum experienced product damage. The following information was provided by the initial reporter: the connector was noticed leaked on the 3rd day of placement on PICC tubing. The septum was found damaged after the connector was removed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ luer access split septum experienced product damage. The following information was provided by the initial reporter: the connector was noticed leaked on the 3rd day of placement on PICC tubing. The septum was found damaged after the connector was removed.